Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the electrogram revealed no capture on the right ventricular (rv) lead. Interrogation was performed and high thresholds were observed with the lead. Troubleshooting was performed and the device was reprogrammed. The lead remains in use. The lead will be monitored for one month and then possibly revised. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received that the lead was capped and replaced due to high thresholds that had been rising since implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).